Event description:
The complaint is reportable based on the analysis of the device. It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation (af), a polarx catheter was selected for use. A blood detection error message was displayed. Catheter was taken out of the patient and visual inspection did not show any blood in the catheter lumen. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. It is unknown if the catheter is available for return. Upon device analysis, it was found to have visible blood inside the balloon region.

Manufacturer narrative:
The polarx catheter was visually inspected for any damage that would have led to the blood detection error allegation seen in the field. The device was found to have visible blood inside the balloon region. The device was then dissected, and the outer balloon line located inside of the handle was pressurized while submerged in a water bath to locate a potential leak. A leak path was found in the outer balloon line at the proximal outer balloon bond. This breach allowed fluid to ingress triggering a true blood detection error. The bond looks to have been damaged by an external factor which led to the breach.